Event description:
The customer reported to olympus, the deflectable videoscope has a green and pink image. The issue was found at preparation for use of the device for an unspecified procedure that was completed with a similar device. There was no delay of the procedure and no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since there is no physical damage to the outer surface of the device, it is likely that an abnormality has occurred in the internal equipment such as the charged coupled device (ccd) unit. Olympus will continue to monitor field performance for this device.